Event description:
A peritoneal dialysis patient reported that dialysis solution leaked out of the cassette and into the cycler. Prophylactic antibiotics were administered and patient had no adverse effects. Patient was not able to complete treatment that night but completed treatment the next day using manuals. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.